Event description:
Pt. Turned to side, (no pulling on i.v. Lines noted.) Subclavian line out on bed. Sutures in pt. Noted to be intact. Note broken places on butterfly wings where sutures were attached remainder of subclavian intact. Required placement of new subclavian.